Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture and high pacing impedances on the left ventricular (lv) lead. The lv lead vector configuration was reprogrammed, however, the lead still exhibited loss of capture. Subsequently, a revision procedure was performed. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.